Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 19jul2019. The field service engineer (fse) troubleshot the issue with the customer over the phone and the reported condition could not be verified. The ventilator passed all testing and was returned back to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported alarm light failed. The device was in clinical use at the time the reported event was discovered; however, there was no reported harm to the patient or user.